Event description:
Customer entered physicians intent with planned number of fractions, 33, with planned total dose of 69.96. At some point, the planned number of fractions changed to 0 without interaction from anyone. This has happened on 2 patients so far with version 10. The customer is unsure at what point it changes to 0 but they catch the change after all planning is done and patient is under treatment.

Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.